Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified tracing to the device malfunction. The event can be detected/prevented by following the instructions for use which is stated in: tjf type 150 operation manual chapter 3 preparation and inspection, and in tjf type 150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects on the k-wire (forceps elevator wire), and corrosion in the air-water cylinder and the light guide cover glass. There was no patient involvement.